Manufacturer narrative:
The oracle eus balloon is intended to be used in endoscopic procedures that utilize a balloon in conjunction with an echoendoscope in the upper and lower gastrointestinal tract. Us endoscopy received a report from a user facility concerning three events that occurred approximately six months prior to report. The report indicates that following three procedures which included the use of an oracle eus balloon the physician noticed superficial mucosal tears in the esophagus. No treatment was required for the superficial mucosal tears. The subject device was not returned for evaluations. The lot number of the device was unknown. Review of complaint history for this device finds no similar reports.

Event description:
The oracle eus balloon is intended to be used in endoscopic procedures that utilize a balloon in conjunction with an echoendoscope in the upper and lower gastrointestinal tract. Us endoscopy received a report from a user facility concerning three events that occurred approximately six months prior to report. The report indicates that following three procedures which included the use of an oracle eus balloon the physician noticed superficial mucosal tears in the esophagus. No treatment was required for the superficial mucosal tears.